Event description:
The rptr is calling to report on what he views as a potentially dangerous situation. The centurion mixer is used during dental procedures to administer nitrous oxide and oxygen. According to the rptr, any procedure involving the use of nitrous oxide should be followed by several mins of 100% oxygen after discontinuing the nitrous oxide. According to the rptr, the device is completely dependent upon ac power both for its operation and displays. If ac power is lost, the machine shuts down. When the machine shuts down, the provider loses the ability to administer oxygen. Although the rptr is aware that an emergency supply of oxygen should always be available, he feels the delay in setting up the emergency supply of oxygen poses an unacceptable risk to the pt. The rptr feels a warning label would not adequately address this issue, but he does believe a back up dc power supply would resolve the issue and increase pt safety.